Manufacturer narrative:
Per the user guide: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid incomplete bolus alert. Reportedly, the customer navigated to the bolus request screen without exiting. Blood glucose (bg) was 523 mg/dl, which was addressed by a 10 unit bolus. Reportedly, the elevated bg was due to the customer not completing the bolus request. The customer had manual injections available as alternate therapy.